Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that t-conn w/ll & 1 vlv port tubing was deformed. The following information was provided by the initial reporter: tube deformation.

Event description:
It was reported that t-conn w/ll & 1 vlv port tubing was deformed. The following information was provided by the initial reporter: tube deformation.

Manufacturer narrative:
H.6. Investigation: a 20041e sample was received for investigation; no packaging was received with the sample, however the customer indicates the affected lot number to be 20047033. A visual inspection of the returned sample confirmed the customer's experience as a permanent kink was identified beneath the smartsite component. A closer inspection confirmed the shape of the kink matched that of the pinch clamp component. The investigation determined the kink was likely caused by an inadvertent activation of the slide clamp component during the assembly process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20047033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.